Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported the device was replaced in (B)(6) 2019. The hcp stated that the patient reported that since, they have a return to their baseline symptoms which is without any voiding complaint. The patient denies any further discomfort from the device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the steps taken to resolve the ins movement after the CT scan were that the healthcare provider set the patient up for surgery. The patient reported that the ins movement had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s reason for calling was because they noticed their ins ¿moved and was coming out¿ the morning after their CT scan that was done on june 6th. The patient noted that the ins looked like it was ¿pushed out, crooked, one side raised completely up, like somebody¿s trying to get it out.¿ the patient stated the CT scan was of their head for migraines and dyes were not used for the scan and they were awake for the procedure. The patient stated that they were not able to move the ins prior to the CT scan and they didn't feel a pulling or tugging sensation near the ins during the scan. The patient reported being in a great deal of pain, mentioning pain on the back of their kidney. Stimulation was confirmed to be on while on the call, and the patient noted it was always on and they had been scared to use the programmer because they didn't know if it would shock them. The patient was advised to contact their healthcare provider and they noted an upcoming appointment with their primary care physician. No further complications were reported.